Event description:
New information states that the lead was capped. It is unknown if the lead was replaced. No further information was provided.

Event description:
New information states that the lead was capped. It is unknown if the lead was replaced. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that noise was observed on the lead. The patient presented to the clinic but they were not able to reproduce the oversensing. Externalized conductors were also noted. The device appeared to prevent the possibility of any inappropriate shocks. Pacing inhibition was noted and no other electrical abnormalities were reported. The patient was asymptomatic. Programming changes were made for the oversensing and device replacement was suggested. No further information was provided.